Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unpredictable blood glucose with a documented low of 59 mg/dl while using the ilet with a teflon 23" inset, and the training team directed a factory reset as part of ongoing troubleshooting with the healthcare provider and training team. Symptoms included hypoglycemia without reported adrenergic or neuroglycopenic manifestations at the time of the 59 mg/dl reading. Outcomes included self-treatment with oral glucose tablets and juice, with no hospitalization reported. Investigation included user coaching and device troubleshooting by the training team, including a factory reset. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hypoglycemia with unclear cause during therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.